Event description:
Report received of a tubing separation where the tubing and y-site are bonded. The customer reports that "it was the y-site nearest the pt and looked like it had been cut in half." The IV solution infusing was 0.9ns at a kvo rate. There was no report of blood loss. The clinician reports that the IV site was in the left forearm and appeared purple in color after the separation. The IV site was discontinued. There was reportedly no pain or redness at the site. The pt did not require any intervention. The pt had other pt IV sites in place. No report of adverse pt effect. Additional pt information was requested, but not further info was available.